Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with blood glucose reaching 366 mg/dl for a few hours after lunch; the user changed the infusion set (inset 23", 6 mm) and glucose returned to range within about an hour, with no visible infusion set damage or leakage noted. Symptoms included elevated blood glucose without ketone testing, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no professional medical intervention, no assistance required, and no hospitalization or emergency treatment. Investigation included customer interview, device use history review, troubleshooting guidance, and user-led corrective action by replacing the infusion set. Investigation of this case revealed that the cause of the hyperglycemia was unclear and could not be confirmed based on available information, with resolution after set change. It was concluded that the event was user-reported hyperglycemia with cause undetermined, resolved after supply change, and no device alerts or alarms were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.